Event description:
Facility alleged that the head section was drifting down, fast drift. No report of injury.

Manufacturer narrative:
Technician found that the head of bed would drift down. Reason: found bad CPR valve. Valve seat was stuck in orifice. Cleaned out orifice, and replaced valve, to resolve this issue. Bed was found in ICU storage room.